Manufacturer narrative:
(B)(4). The device investigation report has not been returned at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The (B)(6) dissector broke and a piece of the device fell into the patient's abdomen. The broken piece was found. The surgery was 30 minutes longer than necessary. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product maryland dissector, lot # 73d1600587 was manufactured on 05/02/2016 a total of (B)(4) pieces. Lot was released on 05/12/2016. DHR investigation did not show issues related to complaint. The customer returned one unit pcvmd5 maryland dissector and one shaft for investigation. The returned pieces were visually examined with and without magnification. Visual examination of the returned tool tip revealed that one of the jaws of the dissector is broken off. A clear point of separation is visible in the metal indicating that the piece broke. The broken piece was not returned. Visible tooling marking is visible in the lock sleeve and the black body of the tool tip. No other defects or anomalies were observed. Visual examination of the shaft revealed that the shaft appears typical but used. Excessive biological material is present on the shaft tip where the tool tip would attach. No other defects or anomalies were observed. (B)(4). A functional inspection was performed using the other remarks: returned devices with a lab inventory handle. The returned shaft was attached to a lab inventory handle and a lab inventory tool tip. Upon assembly, the tool tip was able to attach, open and close, and detach with no difficulty from the returned shaft. The lab inventory tool tip was removed and the returned maryland dissector was attached. Upon attachment, the dissector was able to open and close the remaining jaw with no difficulty upon opening and closing of the handle. However, upon attempt to detach the tool tip from the returned shaft, the tool tip could not be detached easily. The remaining jaw was then restricted and a second attempt was made to detach the tool tip with success. The tool tip was received with excessive visible damage to the body of the device which may have caused damage to internal parts , contributing to difficulty during detachment. However, the tool tip could not be opened to examine the internal parts as a result of the exterior damage. The IFU for this product, l06749, was reviewed as a part of this complaint investigation. The IFU for this product warns, "incorrectly assembled and damaged instruments can lead to injuries to the patient. Instruments and all accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage and in full working order and have no unintentional raw surfaces, sharp corners, burred edges or projecting parts." The IFU also warns , "overloading the instrument by exerting excessive forces may cause the medical device to break, deform , and malfunction, and consequently injure the patient. Do not overload instruments. Do not bend deformed instruments back to their original position." A corrective action is not required at this time as the probable cause could not be determined based upon the information provided and the sample received. The broken piece of tool tip was not received for investigation. However the investigation showed no evidence to suggest a manufacturing related cause. The reported complaint that the device broke during use was confirmed based upon the sample received. The returned tool tip was confirmed to have a broken jaw. However, the broken piece was not received for evaluation. The tool tip assembly showed no signs of a manufacturing related cause. However, other damage was observed on the tool tip body indicating overstressing of the device. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore , the probable cause could not be determined based upon the information provided and without a complete sample. No further action will be taken.

Event description:
The maryland dissector broke and a piece of the device fell into the patient's abdomen. The broken piece was found. The surgery was 30 minutes longer than necessary. The patient's condition was reported as fine.